Event description:
Allergan aesthetics received additional information that the patient was treated on (B)(6) 2020.

Manufacturer narrative:
Additional information: a6, b5, d4, e1, and h6. Corrected data: g1 and d1.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower abdomen using the cooladvantage plus core applicator and has been diagnosed with paradoxical hyperplasia. There is firm visible volume increase in the treated areas.